Event description:
The pt reported the programmer displayed a "warning ipg battery low" message. The pt cleared the message. The next day, the message displayed again. The pt's pain physician has sent the pt to consult with a surgeon to replace the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.